Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing loss of stimulation due to the lead that pulled down from the original placement . The patient underwent a lead revision procedure and was doing well postoperatively. The device remains implanted in patients body.